Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod's user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's dad reported his son's blood glucose measured in the 500's to 600's mg/dl and that he also had ketones presents. He took him to the hospital and upon arrival he was given a manual injection of insulin (exact dosage not provided). He is still currently at the hospital at the time of the call. He did not provide any further information regarding the hospital visit or his son's treatment.